Event description:
It was reported that the implanted insertable cardiac monitor (icm) only showed noise markers and no r waves after being implanted. There is evidence suggesting that the noise is originated due to a deep brain stimulation (dbs) device that the patient also uses. Also, it was observed that the frequency and/or amplitude of the noise was such that any r-wave was not discernable through it. Once it was determined that the noise issue on the lux was not going to be solved with reprogramming the physician opted to explant the device. When the physician attempted to explant the lux it was very difficult to palpate the device at the original implant site at the 45 degree angle of original lux implantation line. The device was finally located via ultrasound, extremely lateral at approximately a 90 degree angle of the sternum. The lux was explanted and the incision site sutured. After closing the original implant site the patient opted out of repositioning the icm or an implantation of a new icm at this time. The icm was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated should further pertinent information be provided from the analysis. Upon receipt at our post market quality assurance laboratory, the complete insertable cardiac monitor (icm) was confirmed to have been returned for analysis. Visual inspection noted no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated should further pertinent information be provided from the analysis.

Event description:
It was reported that the implanted insertable cardiac monitor (icm) only showed noise markers and no r waves after being implanted. There is evidence suggesting that the noise is originated due to a deep brain stimulation (dbs) device that the patient also uses. Also, it was observed that the frequency and/or amplitude of the noise was such that any r-wave was not discernable through it. Once it was determined that the noise issue on the lux was not going to be solved with reprogramming the physician opted to explant the device. When the physician attempted to explant the lux it was very difficult to palpate the device at the original implant site at the 45 degree angle of original lux implantation line. The device was finally located via ultrasound, extremely lateral at approximately a 90 degree angle of the sternum. The lux was explanted and the incision site sutured. After closing the original implant site the patient opted out of repositioning the icm or an implantation of a new icm at this time. No additional adverse patient effects were reported.